Event description:
It was reported that a malfunction occurred on the pump, identified by the code malf 12. There was no adverse impact to the customer's blood glucose level. Initially, the customer was unable to reset the pump due to not having a charger, but with assistance from technical support, the pump was reset successfully, and the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support again if the issue reappeared, which the customer acknowledged and understood.